Manufacturer narrative:
(B)(6). (B)(4). No product was returned. With the available information, a contributing factor or cause for the reported event cannot be identified.

Event description:
It was reported that a patient underwent c1/2 "magerl" surgery for odontoid fracture (c2 lamina fracture) . Postop via CT image, it was found that a right screw had not reached c1 level. Revision surgery was scheduled to re-insert the screw on (B)(6) 2015. Doctor commented that the angle of the screw was not adequate. The product came in contact with the patient. No patient symptoms or complications were reported as a result of this event.